Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Additionally, the battery gauge was observed to be fluctuating and depleting despite being plugged into a power source and displaying the charging icon, which led to a pump shutdown. The customer's blood glucose (bg) was 157 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.